Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer reported that blood glucose was 400 mg/dl and went into threshold suspend. During troubleshooting, customer was advised that insulin pump was not receiving data from transmitter. Customer removed sensor from body and it was found that sensor cannula was bent. Test plug was ran on transmitter and it passed. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.